Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Literature attachment: article title "tricuspid regurgitation and outcomes in mitral valve transcatheter edge-to-edge repair." Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including obesity, heart failure, prior heart failure hospitalization, diabetes, hypertension, myocardial infarction/angina, atrial fibrillation, ventricular tachycardia/fibrillation, copd, stroke, dialysis, liver cirrhosis, mitral regurgitation, tricuspid regurgitation, anticoagulant medication, heart failure medication. Complications reported included cardiovascular death, all cause death, heart failure, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "tricuspid regurgitation and outcomes in mitral valve transcatheter edge-to-edge repair" was reviewed. The article presented a prospective multi center study, to evaluate the prognostic value of tr before and after mitral valve transcatheter edge-to-edge repair (m-teer). Devices mentioned include mitracliip. The article concluded that *conclusion*. [The primary author and corresponding author was yohei ohno at tokai university school of medicine, 143 shimokasuya, isehara, japan; with corresponding email: yohno@tokai.ac.jp. The time frame of the study was blank to blank. Say not confirmed or reported if applicable. A total of 3666 patients were included in this study, of which all received an abbott device. Comorbidities include obesity, heart failure, prior heart failure hospitalization, diabetes, hypertension, myocardia infarction/angina, atrial fbirillation, ventricular tachycardia/fibrillation, copd, stroke, dialysis, liver cirrhosis, mitral regurgitation, tricuspid regurgitation, anticoagulant medication, heart failure medication peri and post-procedural complications included cardiovascular death, all cause death, heart failure, hospitalization.